Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the channels of the subject device, which are the biopsy channel, the suction channel, the auxiliary water channel and the air/water channel, tested positive for aerobic bacteria, enterobacteria and other unspecified microorganism. The user facility reported that the subject device had been reprocessed using a non olympus automated endoscope reprocessor adaptascope with paa adaptacide chemical. There was no report of infection associated with this report.